Manufacturer narrative:
Additional information was received that the physician thinks the reported event was not related to the device.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that no further information could be obtained. The explanted devices were not returned to bsn as they were discarded by the medical facility. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2408-56, serial/lot # (B)(4), description: avista MRI perc lead kit, 56 cm. Model # sc-3138-35, serial/lot # (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection.